Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer replaced and aligned sample probe 3. The customer ran check 1, failing for probe leak test. The customer reseated sample probe 3 tubing and performed air elimination. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran alignments for photometer, sample probe 3 and reagent probe 5 resulting within range. The cse ran quickcheck and quality control (qc), resulting within range and specifications. The cause of the discordant, falsely depressed blood urea nitrogen, magnesium and calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed blood urea nitrogen, magnesium and calcium results were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The customer noticed low magnesium results and found their quality control was out of range. The customer repeated the same samples on an alternate dimension vista instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed blood urea nitrogen, magnesium and calcium results.